Event description:
The olympus representative reported on behalf of the customer, the bending cover was leaking on the endoeye flex 3d deflectable videoscope and the screen blacked out while the scope was being used with an evis exera iii video system center. The issue was found during preparation for use for a therapeutic laparoscope procedure. The intended procedure was completed with another similar scope with no surgical delay. The patient was not under general anesthesia. No patient harm reported. This report is to capture the reportable malfunction of the screen blacked out.

Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The bending cover was leaking due to a cut and the secondary video image was black. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device from a leaked point may have caused a short circuit in the internal board and destruction of the ccd (charged coupled device). Olympus will continue to monitor field performance for this device.